Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia pump was showing more volume given than actual. The pump stated 600 ml of cardioplegia given, when the bag showed only 300 ml of input. The device was not changed out. They were able to use the suspect device for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer over occluded the pump with the 4:1 cardioplegia set on the pump. The customer is not requesting service at this time.